Manufacturer narrative:
Please note that this report is a 3500a follow-up 1 report for manufacturer's report 3004939290-2017-00039 with patient identifier (B)(6). (B)(4). Complaint conclusion: it was reported that the mynx balloon ruptured on calcium at the first stop. They removed the device and used an additional mynx successfully. No adverse effects from the balloon rupture were reported. The procedure was a diagnostic coronary procedure type with a medium level femoral stick. A medtronic 6f sheath size used. At prep, the black marker on the inflation indicator was fully exposed. Pre-procedure femoral angiogram showed presence of peripheral vascular disease/calcium. There was no resistance while inserting the device. The stopcock was opened when the balloon was at the arteriotomy. No unusual force was applied while shuttling down/retracting. There was no resistance while pulling back the device. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. The procedural sheath was not returned. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5 mm from the balloon proximal tip. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), which suggests that the patient anatomy and/or other procedural devices may have contacted the balloons, potentially contributing to a tear in the balloon. Review of lot f1635603 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿balloon loss of pressure¿ was confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer could not be determined. However, procedural factors and the handling process may have contributed to the event as reported as noted with presence of peripheral vascular disease/calcium in the pre=procedural angiogram. According to the product instructions for use, the safety and effectiveness of mynx grip has not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture which may have been the cause of the balloon loss of pressure. Neither the DHR review nor the product analysis suggest that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
It was reported that while using a 6f non cordis sheath and a 6/7f mynxgrip vascular closure device (vcd); the balloon ruptured on calcium at 1st stop. There was no reported patient injury. The balloon was removed and another mynx was used successfully. There were no adverse effects from balloon rupture. The product is available for return. During prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when balloon was at arteriotomy. There was no resistance while inserting the device and there was no resistance while pulling back. No unusual force was applied while shuttling down/retracting. A pre-procedure femoral angiogram was performed. There was pvd / calcium present. The intended procedure was diagnostic coronary procedure. Stick location was medium level.